Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that t wave oversensing was observed via stored egm during an in clinic follow-up. Patient was asymptomatic. Programming changes were made to the device.